Manufacturer narrative:
The reason for this revision surgery was reported as loosening. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A search of djo and available zimmer biomet records for the DHR produced no results. Because of the acquisition by djo surgical, an extended search of zimmer biomet records cannot be conducted. Any records before the acquisition date, that have not been forwarded, will not be made available. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to loosening. This complaint will be closed pending receipt of additional information. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to loosening knee components.